Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/17/2025, it was reported by a sales representative via (B)(4) that an ar-1288qai-100 quad links flip cutter broke during use. This occurred during use in a case with no patient effect. The broken piece was retrieved without issues. Another kit was opened, and the flip cutter was used without issues.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed based on photographic evidence of an ar-1288qai-100, batch 15478186, with a fractured/warped distal end. Based on the information provided, which may include the returned device (if available), photographs, videos, event description, and any additional field input, arthrex has determined the most likely cause. The most likely cause is attributed to off-axis loading, improper bone preparation, and prying or leveraging the device with excessive force.